Manufacturer narrative:
Initial 1 of 2. E1: establishment name: tandem, address:11045 roselle street, suite: 200, city: san diego, state, province or territory: ca, post office or zip code: 92121, country: united states of america. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced leakage issue with ten sets on (B)(6) 2026 till (B)(6) 2026. It was stated that the infusion set tubing was leaking at site. The patient replaced infusion set and resumed insulin deliveries successfully.